Manufacturer narrative:
The distributor provided a video that confirmed the reported issue. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported a customer's battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.